Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure the left ventricular lead exhibited resistance to guidewire and stylet. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis conclusion: a complete lead was returned in one piece without a stylet for analysis. The stylet could not be fully inserted due to excessive blood in the coil at the middle region. The lead was otherwise normal. No anomalies noted.